Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported guide wire fracture is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. Detailed analysis of the fracture shows evidence that the wire was twisted to failure. It was reported that the guide wire was used with a revolution atherectomy device. It should be noted that the viperwire instruction for use (IFU) 90057-00 revision s, in the indicated use and precaution and warnings sections, states: ¿the viperwire guide wire is intended for use with csi orbital atherectomy devices (oad), including the stealth 360°¿ and diamondback 360°®.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2 correction: code 4438 removed, code 22 removed.

Event description:
During procedure to treat 90% stenosed heavily calcified anterior tibial artery, two treatments were performed using a non-abbott atherectomy device. The vessel was primarily wired with a non-abbott guidewire and was then exchanged for a viperwire advance peripheral guidewire. During procedure, the tip of the viperwire peripheral guidewire broke off in the patient and full soft tip of the viper wire flex tip was left in-vivo. This occurred during an outpatient visit and the patient was sent home. On (B)(6) 2025, the patient was brought back and the wire fragment was successfully retrieved using snare. The patient was in stable condition and the physician does not have any concerns about potential long-term risk outcomes. Additional information received noted that the physician was aware the guidewire was being used against the instructions for use (IFU).

Event description:
During procedure to treat 90% stenosed heavily calcified anterior tibial artery, two treatments were performed using a non-abbott atherectomy device. The vessel was primarily wired with a non-abbott guidewire and was then exchanged for a viperwire advance peripheral guidewire. During procedure, the tip of the viperwire peripheral guidewire broke off in the patient and full soft tip of the viper wire flex tip was left in-vivo. This occurred during an outpatient visit and the patient was sent home. On (B)(6) 2025, the patient was brought back and the wire fragment was successfully retrieved using snare. The patient was in stable condition and the physician does not have any concerns about potential long-term risk outcomes. Additional information received noted that the physician was aware the guidewire was being used against the instructions for use (IFU).

Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported guide wire fracture is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. Detailed analysis of the fracture shows evidence that the wire was twisted to failure. It was reported that the guide wire was used with a revolution atherectomy device. It should be noted that the viperwire instruction for use (IFU), in the indicated use and precaution and warnings sections, states: ¿the viperwire guide wire is intended for use with csi orbital atherectomy devices (oad), including the stealth 360°¿ and diamondback 360°®.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported guide wire fracture is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. Detailed analysis of the fracture shows evidence that the wire was twisted to failure. It was reported that the guide wire was used with a revolution atherectomy device. It should be noted that the viperwire instruction for use (IFU), in the indicated use and precaution and warnings sections, states: ¿the viperwire guide wire is intended for use with csi orbital atherectomy devices (oad), including the stealth 360°¿ and diamondback 360°®.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During procedure to treat 90% stenosed heavily calcified anterior tibial artery, two treatments were performed using a non-abbott atherectomy device. The vessel was primarily wired with a non-abbott guidewire and was then exchanged for a viperwire advance peripheral guidewire. During procedure, the tip of the viperwire peripheral guidewire broke off in the patient and full soft tip of the viper wire flex tip was left in-vivo. This occurred during an outpatient visit and the patient was sent home. On (B)(6), 2025, the patient was brought back and the wire fragment was successfully retrieved using snare. The patient was in stable condition and the physician does not have any concerns about potential long-term risk outcomes. Additional information received noted that the physician was aware the guidewire was being used against the instructions for use (IFU).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
During procedure to treat 90% stenosed heavily calcified anterior tibial artery, two treatments were performed using a non-abbott atherectomy device. The vessel was primarily wired with a non-abbott guidewire and was then exchanged for a viperwire advance guidewire. During procedure, the tip of the viperwire peripheral guidewire broke off in the patient and full soft tip of the viper wire flex tip was left in-vivo. This occurred during an outpatient visit and the patient was sent home. On (B)(6) 2025, the patient was brought back and the wire fragment was successfully retrieved using snare. The patient was in stable condition and the physician does not have any concerns about potential long-term risk outcomes.